Event description:
Two years ago, the (B)(6) gave rptr a sleep apnea testing machine to test whether he had sleep apnea. The machine malfunctioned by giving him the wrong diagnosis of him having sleep apnea, when he did not. Pt was almost put on sleep apnea medication by the (B)(6). Pt believes that there are more (B)(6) pts that have been given the wrong diagnosis by the machine. The device is defective.